Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 126 mg/dl. The mother could not recall any significant events leading to the alarm. She also stated it would take her daughter three or four times to prime her insulin pump successfully. She also reported that she was able to complete the rewind sequence on her insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)